Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. After investigation abutment was still stuck in implant when received. Pliers were used to remove abutment from implant, and when it was removed, it "popped" free of the implant. After removal, the abutment seated freely and completely in the implant. Metrology results show that abutment conforms to all manufacturing specifications. No defect. It appears that the abutment was overtorqued in the implant. We will continue to track and monitor the trend.

Event description:
It was reported that a patient experienced a dental implant loss.